Event description:
The embolization occurred when the passes being taken were longer than recommended and the nose cone was not emptied as per instructions. The pt was sent to surgery and had an above the knee amputation.